Event description:
Physician was using the laser for excision and the laser failed halfway through surgery. The laser created an awful smell, and warning signs in regards of helium. Also, physician was stepping on the pedal and machine was beeping, but no laser. Surgical team shut off the machine and used an alternative approach to finish surgery. System log shows multiple gas underflow errors. Also, low gas level alert.